Event description:
The customer reported to baxter (B)(4) of a chemo therapy set 4 lead in which the tubing was found cut. There is no patient/user/other person's injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the condition was confirmed. One of the tubing leads was observed to be disconnected from the chamber cap. Traces of solvent were observed on the tubing end. However, an assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has not yet been completed. A follow up report will be submitted upon completion. MDR initially submitted on (B)(6) 2010, and due to a failure of (B)(4), it is being corrected and resubmitted on (B)(6) 2010.